Event description:
Boston scientific received information that a red alert was issued regarding this patient's right ventricular shock impedance measurements were low. The physician has elected to leave the lead as is for now and continue to monitor this patient. No adverse patient effects were reported.

Manufacturer narrative:
At this time the product remains in service. If additional information becomes available this report will be updated as necessary.